Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s device reached end of service (eos) due to normal use. Upon interrogation, it was discovered that multiple impedances were found out of range. The patient noted that their stimulation coverage was good. The healthcare provider (hcp) decided to go ahead and schedule a replacement surgery. No further complications are anticipated.